Event description:
It was reported by the customer that a pyxis medstation es system patient was discharged and re-admitted but not showing as admitted in pes. The customer stated that there was a delay to the patient's workflow since they managed to get the meds from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the patient not showing on the list. The technical support specialist connected to server pyxis-es-app and advised that patient discharged date and admit date need to be set. The system functioned as intended after the technical support specialist troubleshooted the device.